Event description:
The customer alleged that he performed a control test and received a result of "hi". The normal control range was not provided, but should be around 105-145 mg/dl. The customer did not have time to troubleshoot or provide any add'l info. He was contacted after the initial call, but he refused to troubleshoot. No product will be returned.